Event description:
According to available information, this device was explanted and replaced due to failure to activate/inflate. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (3067924) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and detached connector / exhaust tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of partial separations, surrounded by abrasion, were noted on the inlet tube and the longer exhaust tube of the pump. These were not sites of leakage. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 2. These were not sites of leakage. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the detached exhaust tubing. No functional abnormalities were noted with the detached exhaust tubing or connector. The information received indicated the device was not able to activate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.